Manufacturer narrative:
The manufacturer previously reported the manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power supply was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an internal battery not detected error was observed in the device's downloaded event log. The device's system board was replaced to address the issue. New information: the device's internal power supply and system board were sent to the manufacturer's product quality investigation laboratory for evaluation. Both were visually inspected and no visual defects were observed. Both were tested and no issues were found. It was determined that the internal power supply and system board operate as designed.

Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's power supply was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, an internal battery not detected error was observed in the device's downloaded event log. The device's system board was replaced to address the issue.